Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a hip hemiarthroplasty procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and a brief delay to obtain a back-up blade. It was further reported that the procedure was completed successfully.